Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential programming error for an infusion of potassium chloride in the neonatal intensive care unit (nicu). The hospital pharmacist reviewed a digital hospital infusion dashboard and noted that zero potassium chloride infusions were recorded. A bd clinical consultant reviewed "medication safety analytics and infusion knowledge portal and only [saw] infusion information for 1 potassium chloride infusion in the nicu". The customer declined to provide additional details of the event. There was patient involvement, but no harm.

Event description:
It was reported that there was a potential programming error for an infusion of potassium chloride in the neonatal intensive care unit (nicu). The hospital pharmacist reviewed a digital hospital infusion dashboard and noted that zero potassium chloride infusions were recorded. A bd clinical consultant reviewed "medication safety analytics and infusion knowledge portal and only [saw] infusion information for 1 potassium chloride infusion in the nicu". The customer declined to provide additional details of the event. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-117927 is a concomitant. Please refer to manufacturer report number 2016493-2025-117928, which captured the correct suspect device per investigation report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.